Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps elevator did not move up or down and was confirmed as broken. Due to this finding the guide wire presented tension. In addition, the guide wire, forceps passage and the catheter were unable to be tested due to the product issue. Upon further inspection, it was observed that switch 1 was misaligned and the bending section cover glue was cracked. Lastly it was observed that the following unit components contained minor scratches: the insertion tube, switch 2 and the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope elevator was broken and would not go up or down. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to knob wire (k-wire) cut or detachment of k-wire stopper from k-wire. The event can be detected by following the instructions for use (IFU) which state: 3.3 inspection of the endoscope inspection of the forceps elevator mechanism 1. Straighten the bending section. 2. Move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. 3. While observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿ u¿ direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 4. Confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. (See figure 3.22). 5. Move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly. Olympus will continue to monitor field performance for this device.